Event description:
Procedure: removal of body form plate. Implantation date: 2001. Explantation date: 2002. Reportedly, one screw backed out of the plate and is allegedly in the patient's abdomen. The remaining screws have backed out but remain in the plate. The plate is approximately 1" away from the vertebral body.